Event description:
Boston scientific received information that the right ventricular (rv) lead was exhibiting varying, and at times, out of range shock impedance measurements for the last year. Pacing impedances are stable, and there has been no noise on the shock channel. The patient was seen in clinic for follow up and isometric testing consistently revealed high out of range impedance measurements. The local field representative reported that the physician elected to monitor the situation for three months and then re-evaluate. No adverse patient effects have been reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock lead impedances for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system have been > 125 ohms for the last year. Thresholds and r-wave amplitude are good, and no noise has been noted on any stored events. During device evaluation, the shock lead impedance was 93 ohms, and noise on the shock electrogram (egm) was produced with pocket manipulation and isometrics. The field representatives consulted with boston scientific technical services (ts) and system evaluation with a 1.1 joule and 41 joule synchronized commanded shocks was discussed. The information was going to be reviewed with the patient's physician. At this time, no information has been received any an additional testing has been done and there have been no reports of surgical intervention. No adverse patient effects were reported.

Event description:
Additional information was received that surgical intervention was performed and the rv lead was surgically abandoned and replaced. The ICD remains in service. No adverse patient effects were reported.